Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Presenting electrogram (egm) showed occasional atrial under sensing during an atrial arrhythmia. No adverse patient effects were reported. The system remains implanted.